Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. The stent was not returned for analysis. A review of the manufacturing data for the stent profile was performed as part of the analysis. The crimped stent od (outer diameter) at the time of manufacture was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Balloon body was covered with medium resembling blood. The tip was visually and microscopically examined and no signs of damage were noted. A visual and tactile examination found a hypotube break at 620 mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted during device examination. The type of damages noted most likely occurred due to the application of excessive force which may have initially kinked the hypotube shaft and then resulted in the shaft breaking. A visual and tactile examination of the outer and mid-shaft section found that the inner/outer shaft polymer extrusion was kinked, twisted and stretched. A shaft polymer extrusion break was also noted at the exchange port site, exposing the core wire. The exchange port site was torn and stretched. The type of damages noted most likely occurred due to the application of excessive force which may have initially kinked the extrusion shaft of the device and then resulted in the shaft breaking. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The target lesion was located in a coronary artery. A 3.00 x 38mm synergy ii drug-eluting stent was advanced for treatment. However, during insertion, the shaft slightly bent. The physician continued to advance the stent but advancing difficulties were encountered. The system was retracted back but the distal shaft broke, and a part of it was left in the distal right subclavian artery. Access was obtained via the femoral artery and the physician proceed and stented the target lesion. The physician then snared the broken shaft from the distal subclavian artery via the femoral access site and removed it from the patient's body and successfully completed the procedure. No further patient complications were reported and the patient has recovered without an adverse event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The target lesion was located in a coronary artery. A 3.00 x 38mm synergy ii drug-eluting stent was advanced for treatment. However, during insertion, the shaft slightly bent. The physician continued to advance the stent but advancing difficulties were encountered. The system was retracted back but the distal shaft broke, and a part of it was left in the distal right subclavian artery. Access was obtained via the femoral artery and the physician proceed and stented the target lesion. The physician then snared the broken shaft from the distal subclavian artery via the femoral access site and removed it from the patient's body and successfully completed the procedure. No further patient complications were reported and the patient has recovered without an adverse event.